Manufacturer narrative:
An attempt to reproduce the reported event using carelink application (software version v 14.12) was conducted and confirmed the issue is not reproducible. Multiple attempts were made to replicate the issue, but it was not observed. This issue is not confirmed. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the 10938952doc_p, version 14.12. Cause and or contributing factors: after conducting a thorough investigation, we found that the issue could not be replicated. It is possible that the issue may be related to browser cache or specific browser settings. Steps to resolve or recommendation: to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: clear the browser cache and try generating the report again. If the issue persists, try using a different browser. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) acc-7333. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for acc-7333.